Event description:
(B)(4)

Manufacturer narrative:
(B)(4). In a follow up call to the facility, the reporter stated that they pressed the "up" arrow and then clarified to say that she thinks they pressed the left arrow to change the rate and then pressed the top (up) to increase the rate because the parent's blood pressure was dropping rapidly. They had to increase the dosage to stabilize the patient. She confirmed that there was no injury at the time. After they pressed the top arrow, the pump alarmed. She also stated that she did not know if they used the drug library but did say that it was a standard infusion (no piggyback). She did state that the parameters were "93.75 ml/hr, vtbd 200". The pump software version 686g030102. The pump was functionally tested by duplicated the customer setting of 93.75 ml/hr with 200ml and titrating dose rate calculation from 25mcg/min to 24 mcg/min resulting in no errors. The pump ran for 24 hours with no errors or interruptions. Note: customer had internal pump error # 2013 which self-corrected at normal prescribed power recycle allowing continued use of pump. Error 2111 occurs when battery has a filed connection or is removed during operation or error. The pump's operation log was then reviewed. On (B)(6) 2013 at 11:22:07 pm a new vtbi of 150 ml was entered with the previous rate of 112.5 ml/hr. The pump was turned on to infuse at 11:22:08 pm. The calculated total time for infusion is 1 hour 20 minutes (t=v/r). On (B)(6) 2013 at 12:42:08 am vtbi done automatically turned on and the infusion had completed and stopped at the same time. The total volume infused was 150 ml for duration of 1 hour 20 minutes. The total volume infused relative to the time was 100%.